Event description:
Successful (single puncture) passage of PICC catheter n. 4 fr monolumen performed. No resistance in the catheter progression. However, when removing the guide wire, it presents important resistance. The catheter was washed with 50 ml of saline solution 0.9% to lubricate and facilitate guide wire removal. After several attempts, the guide wire is withdrawn. X-ray to confirm catheter positioning, internal kink visualized. Attempts were made to reposition the device, but without success. Catheter had to be removed due to malposition (high risk of dvt)¿.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.